Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited high impedance and loss of capture. The lead was suspected to be fractured. The device was programmed to vvir mode. The patient would be monitored.